Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that 11 days after the pump was started, the arterial pressure and ECG waveforms suddenly disappeared followed by the pump stopping. The pump was restarted and was continued to be used. There were no reported patient complications.